Manufacturer narrative:
System check with tandem technical support indicated pump was performing as intended. Lot # m016212. Concomitant products: insulin: novolog, infusion set: inset. T:slim user guide: do not remove or add insulin from a filled cartridge. This will result in an inaccurate display of the insulin level on the home screen.

Event description:
System check with tandem technical support indicated pump was performing as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Customer reused insulin from old cartridge and put it into a new one declined to troubleshoot further with tandem technical support (cts) about this issue. Customer reported experiencing elevated blood glucose (bg) level of 390 (mg/dl) , customer took a manual injection and brought down bg to 288 mg/dl. Reportedly, customer believed that allergies could have been a cause for her high bg. Customer has changed both cartridge and infusion set. Cts follow up and customer reported feeling better and pump operation properly.